Event description:
The customers charge nurse called baxter technical service on (B) (6) 2009. The charge nurse reported an infus-or pump that alarmed during a surgical procedure a patient was being administered propofol when pump alarmed and stopped infusing medication causing an interruption of therapy. The pump was exchanged and the surgical procedure was completed. There was no patient injury reported or medical intervention needed. No additional information is available.

Event description:
It was reported that the device was explanted after an implant duration of approximately 94.9 months. On 10/29/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.